Manufacturer narrative:
(B)(4).

Event description:
The customer stated that quality controls tested after noon on (B)(6) 2017 were outside of range for the elecsys t3 (t3) assay on the cobas 6000 e 601 module (e601). The test was re-calibrated and then controls recovered back into range. The customer also repeated four patient samples that had been run earlier in the day. Of these four, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 137.2 ng/dl and when repeated, it resulted as 89.6 ng/dl. The customer stated that they had poor t3 control recovery on the morning of (B)(6) 2017 and that it recovered low, instead of high. The customer also stated that there was an alarm at that time indicating an abnormal condition with the measuring cell of the analyzer. All other assays were working ok, including the t4 assay. The customer then re-calibrated both current and standby reagent packs on (B)(6) 2017 and calibration signals of both packs were back to where they were prior to (B)(6) 2017. Controls were also good for both packs. The customer then repeated the sample in question on (B)(6) 2017 and the repeat result was 89.4 ng/dl. The customer stated that she did not know which result was correct and was not sure if she would correct the original result. No adverse events were alleged to have occurred with the patient. The t3 reagent lot number was 19829703, with an expiration date of 03/31/2018. The reagent pack had been in use since (B)(6) 2017. The field service engineer determined that there was a fluidics failure of the flow path of one measuring cell. There was an obstruction in the measuring cell flow path. He ran weekly maintenance on the analyzer. Quality control recovery after the maintenance was out of range low. The customer re-calibrated and the control recovery was back in range. Calibration passed and signals had also risen back to previous signal recovery. The system was operating within specifications. The customer repeated multiple patient samples in order to verify the results.

Manufacturer narrative:
The customer mentioned that during the time of the event, they had to repeat an unspecified number of patient samples tested for other assays. Results had to be corrected for some of these samples. The customer could not provide any further details with regards to these samples. The customer is not aware of any adverse events related to these other patients. The reagent pack was first calibrated on (B)(4) 2017 and the calibration signals were correct. The same reagent pack was subsequently calibrated three times and calibrations were successful. On (B)(4) 2017, calibration signals were considerably lower. Upon recalibration on (B)(4) 2017, calibration levels were ok again. On (B)(4) 2017 and (B)(4) 2017, both control levels recovered substantially increased values. On (B)(4) 2017, after several control measurements, values were then measured within the expected range. From the provided information, a general reagent issue can most likely be excluded. Additional information required for the investigation was requested, but not provided. The issues observed by the customer are most likely caused by an obstruction in the flow path of the measuring cell. This caused a distorted calibration curve, causing the control values to be outside of specifications and causing the erroneous patient values.